Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular was scratched. There was no patient contact and the procedure was completed with a new lens. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating the iol was noted to be scratched under the microscope prior to the surgery.